Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for one week due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 600 mg/dl at the time of hospitalization. Customer stated that insulin pump kept saying that there was an occlusion and to change the set and every time, they did that it said the same thing, it would not gave him the insulin. Customer went through 3 or 4 sets and it would not clear. Customer stated event was resolved by changing complete set. Customer stated that after five days at the hospital they injected insulin manually. Customer did not allege insulin pump was under delivering the insulin. Customer ran a self-test on the insulin pump and no errors were found. The device will not be returned for analysis.